Event description:
Pt's sister reported that her brother went to bed at 10:00 pm with a blood glucose (bg) of 225 mg/dl. He took a correction bolus (amount unknown) and did not eat. The next morning, at 7:50 am, his bg was 447 mg/dl and he had "ketoacidosis"; he administered 5.7 units of insulin. He believes "the pdm is the issue". At 10:00 am, his bg was over 500 mg/dl. Pt was taken to the emergency room and admitted to the ICU where he was treated with an insulin drip. The pod was discarded at the hospital, however, the pdm was returned for investigation.

Manufacturer narrative:
The returned pdm was evaluated and found to be functioning as designed. No problem found that would have caused or contributed to the pt's condition. The device's blood glucose meter was tested and found capable of reading accurately. The pdm successfully delivered and recorded three programmed boluses. The device was inspected visually and no problems were found. Device qualification records were reviewed and determined to have met all acceptance criteria. The omnipod's user guide warns, "...if you experience unexpected elevated blood glucose levels, change your pod." The user guide advises the "easiest and most reliable way to avoid dka is by checking your blood glucose at least 4 to 6 times a day." It instructs that users treat dka as follows: after beginning treatment for high bg, check for ketones. If ketones are present, and are feeling ill, then contact an hcp for guidance. If ketones are trace or negative, then continue treating for high bg. If ketones are positive, but are not feeling ill, then replace the pod using a new vial of insulin. Check bgs again in 2 hours. If they have not decreased, then contact an hcp immediately for guidance. The omnipod's user guide warns, "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death."